Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of spectrum health downtown campus (grand rapids, michigan) reported an issue to cook on (B)(6) 2022 with a wayne pneumothorax tray (c-utpty-1400-wayne-112497-imh) from lot 14705074. A hair-like fiber was noted in the packaging. No patient contact was made with the device, and no adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 14705074 showed no related nonconformances. A database search revealed no other complaints from lot 14705074 at the time of investigation. An expanded search of all lots of c-utpt% packaged from (B)(6) 2022- (B)(6) 2022 were reviewed and no other complaints for foreign matter were found on these lots. Review of the information provided and lack of returned product indicate the device may have been manufactured out of specification. However, review of the dmr and DHR suggests there are no additional nonconforming products in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_waynemod_rev5 is packaged with this device. The product IFU states the following in consideration of the reported failure mode: how supplied: ¿do not use the product if there is doubt as to whether the product is sterile¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned device, and the results of the investigation, cook has concluded the root cause of this incident was a quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a hair-like fiber was found in a wayne pneumothorax tray. The device did not make patient contact.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: supplier performance analyst. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.